Manufacturer narrative:
Evaluation was not performed; the device was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reported the handpiece em210 was overheating. There was no patient injury.

Manufacturer narrative:
Summary of the analysis: analysis results indicated that customer's issue with the unit is overheating was not able to confirm. Handpiece was tested, and the ambient temp or start temp was 75.5 and the raised or max temp was 92.8. The (max temp - the ambient temp = 17.3 which is passing. The max rise temp is 27 f for this drill. After the evaluation there was no fault was found with the drill. The item was repaired cleaned, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.